Manufacturer narrative:
This report is submitted on june 25, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported that the battery charger malfunctioned and allegedly had a spark and burnt. Additional information was requested but not made available as of the date of this report. The charger has not been returned to the manufacturer as of the date of this report.